Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the sensor had triggered threshold suspend. Customer's sensor glucose was 75 mg/dl and blood glucose was 175 mg/dl. After troubleshooting, customer agreed to return the sensor for analysis.

Manufacturer narrative:
Inspected 1 opened/used enlite sensor and performed continuity resistance test and sensor failed test.